Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge leaked. Additionally a minimum fill notification occurred while the cartridge was filled with 250 units of insulin. A cartridge change was performed resolving the issues. Customer's blood glucose level was 354mg/dl.